Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion set. The infusion set was expired and the reporter assumed the event was caused by the expired infusion set. On (B)(6) 2020, the infusion device displayed an occlusion alert two times. The patient's blood glucose level increased to 500 mg/dl at night between (B)(6) 2020 and (B)(6) 2020. The patient's mother transported him to the hospital in the morning on (B)(6) 2020. The patient was treated with insulin via syringe. The blood glucose results at the hospital were not provided. The patient was hospitalized until (B)(6) 2020.